Event description:
Customer reported during operations the device was stopping and there was no air circulating within the unit. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, there were no failures identified, no defects. Maintenance was conducted by replacing various components and the device returned to customer on (B)(4) 2012. The complaint is indeterminate. Placeholder.